Event description:
Procedure: lap cholecystectomy. According to the report: the tip of the instrument was broken in the procedure. Pieces of the device did break off inside of the surgical cavity. Thus the surgeon retrieved the broken piece with an endo grasper instrument.

Manufacturer narrative:
(B) (4). (B) (4).